Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone12.1 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2026, due to elevated blood glucose levels after approximately 24-36 hours of pod wear. Blood glucose values were reported at approximately 444 mg/dl, and the patient stated that blood glucose did not decrease despite administering correction bolus doses. Reported symptoms included dizziness and difficulty concentrating. The patient was diagnosed with hyperglycemia and was treated with intravenous fluids, with bloodwork and ketone testing also conducted. No laboratory test results were reported. The patient remained under observation for approximately 4-5 hours and returned home the same day.